Event description:
A customer reported to baxter (B)(4) an interlink system buretrol set in which air got into the line. According to the report, " the ball keeps getting stuck and this is causing a lot of air in the line." The process step is during use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation.